Event description:
The physician achieved arteriotomy closure with the closer s 6 fr. Device following a diagnostic procedure. The patient was given 1 gram of ancef after the procedure. A second dose of ancef 1 gram was given 4-6 hours later. The patient was discharged from the hospital the following day. At a routine follow-up visit with the physician 3-4 days post procedure, the patient complained of pain at the groin which radiated down the involved leg. The physician reported there was no sign of infection and no treatment was indicated at that time. Three to four days following the follow-up appointment, the patient presented to another hospital. The patient was admitted and diagnosed with an infected groin. It was reported that unspecified cultures were done which revealed the infecting organism to be pseudomonas. The patient reportedly had a surgical procedure for the debridement of the infected groin. It was reported that the common femoral artery "fell apart in the surgeon's hands and a patch graft was done to repair it". Although requested, no additional information has been provided.